Manufacturer narrative:
The manufacturer has received a photo sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the nurse that: "x-ray was performed to visualize PICC for release to the right, but I was not able to see the catheter in the thoracic region, dr. (B)(6) and dr. (B)(6) requested to withdraw the catheter and make a new passage. PICC was withdrawal without resistance but I noticed that it has a tip of the guide wire. I call dr. (B)(6) who advises to try to draw it, but I observed resistance. Performed a local dressing, keeping the guide wire." It was further reported: "we had an event in the adult ICU on (B)(6) 2018 related to quality deviation of the power PICC 5fr catheter. There are 2 guide wires in the catheter kit. During withdrawal of the second wire (similar to interlaced steel wire), it showed resistance, split into 3 wires and broke. A piece remained inside the patient's vein. In regards to the patient, the vascular team was able to remove the guidewire, without further damage."

Event description:
It was reported by the nurse that: "x-ray was performed to visualize PICC for release to the right, but I was not able to see the catheter in the thoracic region, dr. (B)(6) and dr. (B)(6) requested to withdraw the catheter and make a new passage. PICC was withdrawal without resistance but I noticed that it has a tip of the guide wire. I call dr. (B)(6) who advises to try to draw it, but I observed resistance. Performed a local dressing, keeping the guide wire." It was further reported: "we had an event in the adult ICU on (B)(6) 2018 related to quality deviation of the power PICC 5fr catheter. There are 2 guide wires in the catheter kit. During withdrawal of the second wire (similar to interlaced steel wire), it showed resistance, split into 3 wires and broke. A piece remained inside the patient's vein. In regards to the patient, the vascular team was able to remove the guidewire, without further damage."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged/unraveled wire was confirmed, but the exact cause could not be determined from the two photographs of radiographic images that were provided for investigation. The images showed what was consistent with a guidewire or stylet. The contrast of the wire exhibited variation along the length of the wire, which is consistent with an unraveled or stretched coil wire. It was reported that during withdrawal of the wire, resistance was noted and the wire broke. The type of damage shown in the photos typically occurs when the distal tip of the stylet is inadvertently cut when the catheter is trimmed to length. Whether the wire in the images provided for this complaint was a stiffening stylet wire or a guidewire could not be confirmed. The stylet wire needs to be well behind the point the catheter is to be cut. The stylet should never be cut. The guidewire included in the kit that is used with the introducer needle should never be withdrawn through the needle. If a guidewire must be withdrawn while the needle is inserted, both the needle and wire should be removed as a unit to prevent the needle from damaging or shearing the guidewire.